Event description:
Respiratory therapist came into pt's room to rotate endotracheal tube. Found pt choking, complaining of being unable to breathe. Therapist checked location of tube and found it was out 4cm. E-tad was securely connected. Pt was extubated and did not require reintubation.